Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported that the catheter was unfortunately thrown away by the hospital staff and they all tried to locate it but were unable. The neurosurgeon had told the rep, the managing doctor did not do a dye study or anything, so he did not know what was wrong with it. It was noted that was why he replaced the whole catheter. The neurosurgeon told the rep after the case that everything should be fixed now and good to go for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8781, (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2020; explant date: (B)(6) 2025; brand name: ascenda; product ID: 8781; (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2024; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the patient was having withdrawal symptoms. It was unknown if there were external factors involved and unknown if troubleshooting was performed. A revision occurred on (B)(6) 2025 and the healthcare provider thought the catheter was messed up so they replaced the whole 8781 catheter. The pump was fine and they did a back table prime on it.